Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth firing while resecting the jejunum the middle third of the proximal staple line outer row of staples did not form properly. The area was over sewed. There was no patient impact.